Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pain and infection at the site of incision following a change out procedure. The right ventricular (rv) lead and implantable pulse generator (ipg) remain in use. No further patient complications have been reported as a result of this event.